Manufacturer narrative:
Concomitant product: 507652 lead, 507658 lead, implanted on (B)(6) 2016.

Event description:
It was reported that within a week of implant, the patient experienced swelling of the lips and face, and after subsequent medical treatment, further experienced difficulty breathing and swallowing. Extensive allergy testing has been performed, and the patient has been on steroids since ten days after implant. The device has been explanted and replaced with a gold coated device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Correction: a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.